Event description:
It was also reported that the patient underwent a mitral valve replacement procedure. Both the ra and rv lead were functioning normally prior to valve replacement, however the physician damaged the insulation of both leads during the procedure.

Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) leads exhibited high thresholds and poor sensing. It was also reported that an x-ray had shown the leads had dislodged and migrated. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.